Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for a cerebral infarction in the m1 and m2 segment of the left middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4max). During the procedure, the physician approached the m2 segment using the 4max through another manufacturer's microcatheter and encountered resistance due to arteriosclerosis and tortuous vessels. While advancing the 4max, the physician noticed that something was unusual right before reaching the thrombosis in the m2 segment. Upon removing the 4max from the patient, the physician realized that the radiopaque marker band on the 4max was missing. It was then confirmed that the marker band fractured off right before the thrombosis and remained as if it was attaching to the vessel wall. The marker band was left in the patient and no attempts were made to retrieve it. The procedure continued using another manufacturer's device but was unsuccessful and recanalization was not achieved. The patient's condition was stable. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra system 4max reperfusion catheter (4max) had multiple consecutive kinks from approximately 126.0 cm from the hub to approximately 139.0 cm from the hub, and was fractured approximately 139.0 cm from the hub. Conclusion: evaluation of the returned device revealed it had multiple consecutive kinks in the distal shaft. This type of damage typically occurs due to repeated forceful manipulation of the 4max against resistance. Further evaluation revealed the 4max was fractured in the distal shaft. This type of damage typically occurs due to forceful retraction of the 4max against resistance. The arteriosclerosis and tortuous anatomy mentioned in the complaint likely contributed to the resistance experienced by the physician when advancing the 4max. The segment of the 4max distal to the fracture location was not returned for evaluation. 4max devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.